Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to infection. It was noted the patient experienced pain and swelling and that infection was gram-positive rods. The physician cleaned out the pocket and received antibiotics in the intensive care unit (ICU) for three days. The system was extracted. No further patient complications have been reported as a result of this event.